Event description:
A (B)(6) male pt contacted zoll customer support to report service code 102. Pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) is being investigated. As received, the monitor failed incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.